Event description:
The end user reported while unloading a patient from the ambulance on the stretcher, after the legs were extended to the ground and the load end operator released the safety bail, one of the stretcher legs "broke" resulting in unintended movement of the stretcher. The patient was not injured; however, the medic's arm was pinned between the stretcher and the back of the ambulance. The medic sought medical evaluation and the resulting injury was a bruise and the medic was released back to work. An evaluation of the stretcher has been initiated.

Event description:
The end user reported while unloading a patient from the ambulance on the stretcher, after the legs were extended to the ground and the load end operator released the safety bail, one of the stretcher legs "broke" resulting in unintended movement of the stretcher. The patient was not injured; however, the medic's arm was pinned between the stretcher and the back of the ambulance. The medic sought medical evaluation and the resulting injury was a bruise and the medic was released back to work. An evaluation of the stretcher has been initiated.

Manufacturer narrative:
The subject stretcher was returned to manufacturer for a visual and functional evaluation. It was confirmed a mounting block had broken which resulted in the unintended movement of the leg assembly the stretcher was repaired and returned to service.